Event description:
It was reported that unspecified malfunction alarms occurred resulting in the customer being hospitalized. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.